Manufacturer narrative:
During device evaluation at olympus, it was found the adhesive of the bending section cover was chipped/peeled, there was no image and the image was unable to be restored, the charged coupled device was scratched, the insertion section was wrinkled, and the connector was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a b30 scope communication error was displayed when preparing the scope for use in a therapeutic procedure. The patient was not in the room and there was no delay. The procedure was completed using a different scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation information. During device evaluation at olympus, it was found the adhesive of the bending section cover was lifting and scratched, the image was black, the bending section failed the continuity test, the charged coupled device was cut, the insertion tube had a couple of dents and a failed ring gauge, and the scope connector was wet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the 30 scope communication error was a bad electrical contact of internal circuit board inside the scope connector due to influence of moisture/water which invaded the device or damaged charge-coupled device -unit by physical stress applied to the insertion section. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.